Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21095723. Medical device expiration date: 13sep2024. Device manufacture date: 13sep2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ extension set, 1 maxzero¿ needle-free connector spin male luer lock the device was difficult to unscrew. There was no report of patient impact. The following information was provided by the initial reporter, translated from swedish to english: lot no/batch no: several, unknown + 21095727 + 21095723. The spinner collar can now slip down to the other end of the hose. Difficult to unscrew with wet fingers - must be positioned exactly right to find the passage (just spins loose otherwise). Stuck ¿> need to use pen on cvk to get it off. Risk of cracking the cvk & risk of contaminating the cvk when you keep & fiddle to get it off.